Event description:
Patient was implanted with a synchromed pump and catheter in 1998 for intrathecal infusion of medication for non-malignant pain. In 1999, the hcp informed the manufacturer that the pump and catheter were being explanted due to spinal meningitis. The product was not returned for anaylysis. Patient outcome is unknown after attempts to contact the hcp.